Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that he was out in a rainstorm and when he got back in and tried to bolus the numbers began to scroll and then the insulin pump alarmed button error. Blood glucose value was 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.